Event description:
It was reported to boston scientific corporation that during an anterior repair procedure using an uphold lite vaginal support system, as the physician was pulling the leg assembly into position on the patient's left side, the mesh tore. The physician completed the procedure with another uphold lite vaginal support system. There were no complications to the patient, who was fine at the conclusion of the procedure.